Event description:
The patient¿s mother reported that the patient accidentally removed his pod, after which his blood glucose levels increased to over 400 mg/dl. She replaced the pod multiple times but became concerned about the persistently elevated glucose levels and decided to seek medical attention. The patient was admitted to the hospital on (B)(6) 2026, where he was diagnosed with hyperglycemia. No treatment information was provided; however, the mother stated that the patient appeared clinically stable. The patient remained hospitalized at the time of reporting and was expected to be discharged on (B)(6) 2026. No further information was available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.6 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.